Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. Should additional information become available, this determination will be reassessed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. Should additional information become available, this determination will be reassessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the final tightening, the set screw in a c3-t3 symphony construct using x15 final tightening shaft. Final tightening was successfully on the first 2 screws. On the third screw surgeon noticed the x15 drive skipped. Thinking the driver may have stripped he changed out the x15 shaft. During set screw insertion the scrub tech was using bone wax to add adhesion between the set screw and the x15 inserter shaft, surgeon noticed that the residual bone wax prevented the x15 final tighten shaft from fully engaging the drive feature. Surgeon informed the scrub tech that bone wax was necessary. All set screws were final tightened to using the provided 3.0nm handle. Procedure was successfully completed, it is unknown if there was a surgical delay. There was no patient consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).